Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and severely calcified left basilic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, a non boston scientific introducer sheath was inserted and the lesion was crossed using a non boston scientific guidewire. The balloon was unpacked and inflation was performed. At first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed with the usual method without problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.